Manufacturer narrative:
(B)(4).the complaint chambers are currently en route to fisher & paykel healthcare ((B)(4)) for evaluation.we will provide a follow-up report upon receipt of the devices and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that two mr290 autofeed humidification chambers were broken near the water bag spike. The damage to the chambers was identified prior to patient use.

Event description:
A healthcare facility in (B)(6) reported that two mr290 autofeed humidification chambers were broken near the water bag spike.the damage to the chambers was identified prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned chambers were visually inspected for damage. Results: the chambers were found to be broken at the connection between the feedset tubing and the waterbag spike. The surface of the breaks was rough. A lot check revealed no other complaints of this nature for lot number 091119. Conclusion: the feedset tube on the complaint chambers was found broken. The breaks were rough suggesting that the damage may have occurred as a result of the tube being pulled away from the dome, rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. This suggests that the feedsets were damaged post-production. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our monitoring and trending of broken/damaged mr290 feed set tubing has a rate of occurrence of (B)(4).